Manufacturer narrative:
The device was explanted, but was not returned for analysis. The manufacturing and sterilization records for all implanted devices associated with this event were reviewed, and no nonconformities were found.

Event description:
It was reported to nevro that a patient acquired an infection following an implant procedure. The patient was provided with oral antibiotics. Follow-up report indicated that the device was explanted and the patient was provided oral antibiotics. Subsequently, the patient had a wound vac placed and is currently recovering at home.